Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm on the insulin pump. The customer reported they were biking when the alarm occurred. The customer did not recall any significant events leading to the alarm. Customer's blood glucose was unknown at the time of incident. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump error 35 was noted in the insulin pump history and critical pump error due moisture damage on the force sensor, electronics and motor assembly noted. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.